Manufacturer narrative:
The device was received fully deployed. The downloaded data shows the device completed first and second priming sequences as well as operated as intended until it was deactivated at pulse 77. Investigation of the needle mechanism did not find any damages or abnormalities that could cause a needle mechanism failure. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pods pinks slide did not move forward indicating a needle mechanism failure. The patients blood glucose levels reached 400 mg/dl while wearing the pod between 1 and 4 hours. The patient given themselves injections for the high blood glucose levels.